Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The device inner seal fell and broke into patient. The piece was removed from abdomen and trocar was replaced. Opened another device to complete the case. There was no consequence to pt.